Event description:
Event description cpi received information that the rate sense portion of this endotak transvenous defibrillation lead was capped due to a complete fracture. The lead was not pacing and could not measure an r-wave.